Manufacturer narrative:
The customer declined to provide the calibration and qc data. The customer stated both were acceptable at the time of testing. The field service engineer (fse) found the sample probe cover was broken and replaced it. Calibration and qc checks were performed and met acceptance criteria. The service actions resolved the issue. No further issues were reported.

Event description:
There was a complaint of a questionable hdl-c gen.4 result for 1 patient tested with a cobas 8000 c502 module. The questionable result was reported outside the laboratory. When bridging a new reagent, per protocol, a patient¿s sample was repeated. The patient¿s initial result on (B)(6) 2021 was 86 mg/dl; the repeat was 46 mg/dl. The customer believes the repeated result to be correct and reported it to the physician. The lot number and expiration date of the hdl-c gen.4 used were requested, but not provided.